Event description:
A home patient's family member, contacted baxter's technical service center to report the drain line of the homechoice set leaking during the initial drain cycle of the home patient's automated peritoneal dialysis therapy utilizing the homechoice machine. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.